Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation it will be difficult to confirm the reported problem.

Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, four heartstring seals cracked while loading the seals into the delivery tube. The surgeon used a side biter clamp to complete the procedure. No pt complications were reported by the hosp. This report is for the first seal that cracked and a subsequent seal was used to attempt completion of the procedure.